Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the duodenum and in front of the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, after the device exited the scope, it was not clear if the orientation of the cutting wire was wrong. It was not until the device was bowed to perform sphincterotomy when it was noticed that the orientation of the cutting wire was incorrect with respect to the plastic tip, and the cutting wire bowed out of plane. There was no visible damage to the device prior to putting it through the scope or after the problem occurred. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: a photo of the complaint device outside the patient was provided by the customer and showed the device was slightly twisted.